Event description:
It was reported that noise was observed through remote transmission on the atrial lead across a two-day period. A drop in impedance was also noted. On (B)(6) 2014, the patient was seen in clinic where device reprogramming was performed.

Manufacturer narrative:
.